Event description:
It was reported the instaclear sheat exhibited that the metal tip was protruding during therapeutic endoscopic sinus surgery procedure delayed under general anesthesia for approximately 30 minutes, and the procedure was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.